Event description:
Complainant alleged that clinicians responded to a patient who had suffered a witnessed cardiac arrest. The family of the patient called "911" and a basic life support ambulance arrived with a non-zoll defibrillator. The downtime was just "a few minutes". The patient received discharges of energy from this device although it is not clear how many shocks were delivered. It was also unclear the joule settings. When the rescue team arrived upon the scene, the device was attached to the patient and discharged 200 joules twice. Customer stated that the bi-phasic device was charged to 200 joules due to the fact that the first responder's defib had already delivered low energy discharges to the patient. On the third attempt to defibrillate the patient, the device displayed a "bridge test failed" message and failed to discharge. The rescue team then obtained the non-zoll defibrillator that the first responder team used to defibrillate the pt initially. The pt was treated with energy at this time, although it is unknown the joule settings and how many shocks were delivered. The patient was transported to a nearby emergency room and the patient was pronounced deceased. The complainant indicated that the patient's death was not a result of the reported malfunction.